Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead 2010 (B)(6); 5076 implantable pacing lead 2010 (B)(6); 4196 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy - defibrillation (crt-d) device reached the recommended replacement time (rrt) 2.5 years post-implant of the device and did not meet expected longevity. It was also reported that the device had high outputs because of chronic high thresholds on the right ventricular (rv) lead. The lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.